Event description:
Rn moved bi-pap machine to assess pt. Machine screen went blank, but power light remianed on. Machine stopped functioning. Pt took 3 breaths and stopped breathing. Pt was terminally ill with a do not resuscitate status. Resuscitation not attempted secondary to do not resuscitate status-pt expired.